Event description:
A caller reported experiencing alarm 2 and alarm 26. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer continued to use the pump for insulin therapy and has multiple daily injections (mdi) as a backup therapy.